Event description:
Customer said they had just taken the pt off the omega table and all of a sudden the lc gantry pivot started to spin to rao position. It hit the pt's bed (not the pt) and stopped. They said they tried to hit the emergency stop switch on the tssc but it did not stop the gantry from moving. The pt was not injured.